Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient's ins has shut off on its own twice, once in (B)(6) 2016 and again in (B)(6) 2017. The consumer reported that the first time the ins shut off by itself, the patient was in a nursing home for a week. The consumer went on to report that the most recent time the issue occurred, the patient wasn't doing very well and when the patient's family member came to check on the patient, the therapy was off. The consumer was informed by a manufacturer representative that therapy can shut off if the patient programmer off button is pressed or if the ins battery gets too low. The consumer reported that they never press the buttons on the patient programmer so it must have been the battery being low. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.